Event description:
Initial troponin t stat result 0.029 ng/ml was rerun on the same draw, recovered troponin t stat 1.92 ng/ml. No pt treatment was provided using the initial troponin t stat result. Field service representative adjusted the sr probe, ran the performance check test and quality control materials. Performance check test and quality control materials recovered within stated ranges.